Manufacturer narrative:
One device was returned for analysis of complaint that device was not detecting the up occlusion. Analysis found the upstream occlusion (uso) seal was buckling, which is a reportable malfunction that could lead to interruption in therapy. Review of event log found no event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Found the uso seal was buckling and was replaced. Device passed testing post repair.

Event description:
It was reported that the device was not detecting the up occlusion. Analysis found the upstream occlusion (uso) seal was buckling, which is a reportable malfunction that could lead to interruption in therapy.